Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) re-sheathed the valve twice, reason not provided, and fully recaptured the valve twice due to dislodgement. The pacer rates during the two attempts were 100 beats per minute (bpm) and 150 bpm respectively. The valve was successfully implanted at a pacing rate of180 bpm. It was noted that a pre-implant balloon aortic valvuloplasty (bav) was performed. Additionally, an electrocardiogram (ECG) identified a new left bundle branch block (lbbb) with intermittent complete heart block (chb). Following the valve implant, echocardiography identified trace paravalvular leak (pvl). Treatment was not reported for the pvl. An ECG identified sinus bradycardia with lbbb one and two day days following the valve implant. The second day following the valve implant, a permanent pacemaker was implanted due to the chb. No additional adverse patient effects were reported.